Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that customer experienced high blood glucose. The blood glucose level was 450 mg/dl at the time of incident. Customer stated she already changed her site 3 times and was still getting no delivery alarm. Customer reported she got the message while doing the fill cannula. Customer stated that she was trying to change her infusion set. Customer experienced frequent urination. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that her blood glucose was high this afternoon. Customer was assisted with troubleshooting. Customer stated the insulin did exit. Customer stated the pump alarmed no delivery. Insulin pump will be returned for analysis.